Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-conversion of ventricular tachycardia (vt). Moreover, defibrillation threshold (dft) failed in both triad and coil to can configuration. Furthermore, a subcutaneous array was implanted and had successful dft following array implant. No additional adverse patient effects were reported.